Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was 25.6 mmol/l at the time of the call. The customer stated that they received an error message on the first calibration. The customer was sent a new sensor. Customer will send the sensors back for analysis.